Manufacturer narrative:
The customer reported that a screener in the field reported the analyzer getting warm after changing the batteries. The customer inserted batteries into the analyzer when it was back at the office and was unable to duplicate the screener allegation. There was no allegation of patient/user harm. There was no allegation of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that a screener in the field reported the analyzer getting warm after changing the batteries. The customer inserted batteries into the analyzer when it was back at the office and was unable to duplicate the screener allegation. There was no allegation of patient/user harm. There was no allegation of incorrect results.